Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a rise in pacing impedance measurements of over 1500 ohms. No measurements were observed to be out of range. High pacing threshold measurements were also noted. Additional information provided from the field indicated the physician suspected the lv lead had an incomplete fracture which was causing the reported clinical observations. The lv lead was reprogrammed and the patient will continue to be monitored. No adverse patient effects were reported.